Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va034m2, implanted: (B)(6) 2012, product type: lead; product ID 3889-28, lot# va034m2, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that back in october 2013 someone pushed or fell into the patient and the patient fell and had a really bad bruise. The patient noticed that they were going to the bathroom more after that incident. It was noted that the patient went back to their health care provider¿s (hcp¿s) office with the manufacturer representative who reprogrammed them. The manufacturer representative stated that only 3 out of the 4 contacts along the lead were working. It was reported that without the stimulation the patient went 9 times a night.